Event description:
It was reported that shaft break occurred. A 8mm x 2.50mm nc quantum apex¿ balloon catheter was selected and advanced for dilatation. However, resistance was noted while inflating the device and the physician was unable to inflate the balloon. When attempting to remove the balloon catheter, the physician noticed that the shaft was fractured. The hub and a large portion of shaft were removed from the patient but the balloon and distal shaft remained in the patient' artery extending back into the guide catheter. The physician then inserted an additional balloon catheter and inflated into the guide catheter to trap the fractured shaft. The guide catheter and balloon catheter were removed from the patient at the same time. The guide catheter was later reseated and the procedure was completed with another 8mm x 2.50mm nc quantum apex¿ balloon catheter. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was contrast in the inflation lumen and blood in the hub. The balloon was tightly folded. The hypotube shaft was completely separated 76.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no visible damage or irregularities on the outer and inner shafts. There was no damage or irregularities noted on the hub, balloon, balloon bonds and markerbands. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. The device was inflated to rated burst pressure for five (5) minutes. The device maintained pressure with no indication of any leaks or anomalies. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 8mm x 2.50mm nc quantum apex balloon catheter was selected and advanced for dilatation. However, resistance was noted while inflating the device and the physician was unable to inflate the balloon. When attempting to remove the balloon catheter, the physician noticed that the shaft was fractured. The hub and a large portion of shaft were removed from the patient but the balloon and distal shaft remained in the patient' artery extending back into the guide catheter. The physician then inserted an additional balloon catheter and inflated into the guide catheter to trap the fractured shaft. The guide catheter and balloon catheter were removed from the patient at the same time. The guide catheter was later reseated and the procedure was completed with another 8mm x 2.50mm nc quantum apex balloon catheter. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).